Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy using a davinci robot on (B)(6) 2013 and topical skin adhesive was used on the port sites. On (B)(6) 2013, the patient reported having liquid filled blisters and itching at the sites that the topical skin adhesive was applied. The surgeon told the patient to remove the topical skin adhesive, apply topical caladryl and to take oral benadryl. The patient reported some relief. The patient only used the benadryl, not the caladryl. No additional information known at this time.